Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition hidradenitis suppurativa was exacerbated by the lifevest equipment. The patient described the area as bleeding irritation due to preexisting condition that causes lesions on the skin has been worsened by the lv. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the physician, but there is no indication of medical intervention. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful